Event description:
It was reported the epg (external pulse generator) locked up on a patient. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. The device was ran in an environmental chamber for 48 hours and no anomalies were observed. Analysis found the ring cover, ring bail, and ring cover screw are missing. One side bail is bent. Side bail covers, upper case, and battery drawer are broken. Battery contacts are compressed. (B)(4).